Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. (B)(4) evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper cleaning, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the motor on the small battery drive device seized, was rough running, blocked and had water on the inside. It was further determined that the device failed the following pre-tests: check the attachment coupling, check the cannulation, check the battery case coupling, check the off/osc/on switch mode function, check the oscillation angle, check the tnggers and electronic control unit (ecu) function, check switching function, check compatibility between colibri / sbd and colibri ii / sbd ii, check the function with electronic pen drive (epd)-console and check power at the motor with test bench. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.